Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was lifting a heavy object two weeks post implant and the implantable cardiac monitor (icm) popped out of the patient. A new icm was subsequently implanted. No patient complications have been reported as a result of this event.